Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, anxiety and depression. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("I broke out in rash/eczema all over my body / allergic or hypersensitivity reaction type: severe rash all over my body") and inflammation ("allergic or hypersensitivity reaction type: inflammation"). In (B)(6) 2014, the patient experienced nausea ("nausea"), dental caries ("dental problems tooth decay"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation / gi issues"), diarrhoea ("diarrhea"), vomiting ("vomiting"), bacterial vaginosis ("infection (bladder / urinary tract / vaginal) - type: bacterial vaginosis") and urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("vision/eye problems type: developed astigmatism") and back pain ("low back pain"). On an unknown date, the patient experienced eczema ("I broke out in rash/eczema all over my body"), food allergy ("food allergies") and arthralgia ("joint pain"). The patient was treated with prednisone (prednisone) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash, inflammation, fatigue, back pain, vomiting, bacterial vaginosis and urinary tract infection had resolved, the eczema, food allergy, urinary incontinence, nausea, dental caries, dysmenorrhoea, dyspareunia, astigmatism, weight increased, diarrhoea and arthralgia outcome was unknown and the constipation was resolving. The reporter considered arthralgia, astigmatism, back pain, bacterial vaginosis, constipation, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, food allergy, inflammation, nausea, pelvic pain, rash, urinary incontinence, urinary tract infection, vomiting and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events joint pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('fallopian tube (red and inflamed)') and uterine inflammation ('uterus (red and inflamed)') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, anxiety and depression. Concomitant products included escitalopram oxalate (lexapro) since (B)(6)2013. In (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced rash all over ("I broke out in rash/eczema all over my body / allergic or hypersensitivity reaction type: severe rash all over my body") and inflammation ("allergic or hypersensitivity reaction type: inflammation"). In (B)(6)2014, the patient experienced nausea ("nausea"), dental caries ("dental problems tooth decay"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation / gi issues"), diarrhoea ("diarrhea"), vomiting ("vomiting"), bacterial vaginosis ("infection (bladder / urinary tract / vaginal) - type: bacterial vaginosis") and urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti"). In (B)(6)2014, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced food allergy ("food allergies/ 1 year after essure I was diagnosed with 21 food allergies"). In (B)(6)2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("vision/eye problems type: developed astigmatism") and back pain ("low back pain"). On an unknown date, the patient experienced eczema ("I broke out in rash/eczema all over my body"), arthralgia ("joint pain") and rash ("severe rash covering my body"). The patient was treated with prednisone (prednisone) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, salpingitis, uterine inflammation, rash all over, inflammation, fatigue, back pain, vomiting, bacterial vaginosis and urinary tract infection had resolved, the eczema, food allergy, urinary incontinence, nausea, dental caries, dysmenorrhoea, dyspareunia, astigmatism, weight increased, diarrhoea and arthralgia outcome was unknown and the constipation was resolving. The reporter considered arthralgia, astigmatism, back pain, bacterial vaginosis, constipation, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, food allergy, inflammation, nausea, pelvic pain, rash all over, salpingitis, urinary incontinence, urinary tract infection, uterine inflammation, vomiting, weight increased and rash to be related to essure. The reporter commented: current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('flallopian tube (red and inflammed)') and uterine inflammation ('utreus (red and inflammed)') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, anxiety and depression. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash all over ("I broke out in rash/eczema all over my body / allergic or hypersensitivity reaction type: severe rash all over my body") and inflammation ("allergic or hypersensitivity reaction type: inflammation"). In (B)(6) 2014, the patient experienced nausea ("nausea"), dental caries ("dental problems tooth decay"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation / gi issues"), diarrhoea ("diarrhea"), vomiting ("vomiting"), bacterial vaginosis ("infection (bladder / urinary tract / vaginal) - type: bacterial vaginosis") and urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced food allergy ("food allergies/ 1 year after essure I was diagnosed with 21 food allergies"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("vision/eye problems type: developed astigmatism") and back pain ("low back pain"). On an unknown date, the patient experienced eczema ("I broke out in rash/eczema all over my body"), arthralgia ("joint pain") and rash ("severe rash covering my body"). The patient was treated with prednisone (prednison) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, uterine inflammation, rash all over, inflammation, fatigue, back pain, vomiting, bacterial vaginosis and urinary tract infection had resolved, the eczema, food allergy, urinary incontinence, nausea, dental caries, dysmenorrhoea, dyspareunia, astigmatism, weight increased, diarrhoea and arthralgia outcome was unknown and the constipation was resolving. The reporter considered arthralgia, astigmatism, back pain, bacterial vaginosis, constipation, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, food allergy, inflammation, nausea, pelvic pain, rash all over, salpingitis, urinary incontinence, urinary tract infection, uterine inflammation, vomiting, weight increased and rash to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events " salpingitis and uterine inflammation¿ was added. Reporter were added. On 23-mar-2020: social media received. New events severe rash covering my body was added. Reporter was added. On 23-mar-2020: follow up received from social media. Reporter was added. Onset date of event food allergy was updated. Verbatim term food allergy was changed to food allergies/ 1 year after essure I was diagnosed with 21 food allergies. On 23-mar-2020: social media received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('fallopian tube (red and inflamed)') and uterine inflammation ('uterus (red and inflamed)') in a 44-year-old female patient who had essure (batch no. 13811833-not valid, a78078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, anxiety and depression. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash all over ("I broke out in rash/eczema all over my body / allergic or hypersensitivity reaction type: severe rash all over my body") and inflammation ("allergic or hypersensitivity reaction type: inflammation"). In (B)(6) 2014, the patient experienced nausea ("nausea"), dental caries ("dental problems tooth decay"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation / gi issues"), diarrhoea ("diarrhea"), vomiting ("vomiting"), bacterial vaginosis ("infection (bladder / urinary tract / vaginal) - type: bacterial vaginosis") and urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced food allergy ("food allergies/ 1 year after essure I was diagnosed with 21 food allergies"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("vision/eye problems type: developed astigmatism") and back pain ("low back pain"). On an unknown date, the patient experienced eczema ("I broke out in rash/eczema all over my body"), arthralgia ("joint pain") and rash ("severe rash covering my body"). The patient was treated with prednisone (prednison) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, uterine inflammation, rash all over, inflammation, fatigue, back pain, vomiting, bacterial vaginosis and urinary tract infection had resolved, the eczema, food allergy, urinary incontinence, nausea, dental caries, dysmenorrhoea, dyspareunia, astigmatism, weight increased, diarrhoea and arthralgia outcome was unknown and the constipation was resolving. The reporter considered arthralgia, astigmatism, back pain, bacterial vaginosis, constipation, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, food allergy, inflammation, nausea, pelvic pain, rash all over, salpingitis, urinary incontinence, urinary tract infection, uterine inflammation, vomiting, weight increased and rash to be related to essure. The reporter commented: current weight 220 lbs. Essure insertion date discrepancy: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Lot number: a78078, manufacturing date: 2012/12, expiration date: 2015/12. Lot number reported (13811833) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('fallopian tube (red and inflamed)') and uterine inflammation ('uterus (red and inflamed)') in a 44-year-old female patient who had essure (batch no. A78078, 13811833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, anxiety and depression. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash all over ("I broke out in rash/eczema all over my body / allergic or hypersensitivity reaction type: severe rash all over my body") and inflammation ("allergic or hypersensitivity reaction type: inflammation"). In (B)(6) 2014, the patient experienced nausea ("nausea"), dental caries ("dental problems tooth decay"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation / gi issues"), diarrhoea ("diarrhea"), vomiting ("vomiting"), bacterial vaginosis ("infection (bladder / urinary tract / vaginal) - type: bacterial vaginosis") and urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced food allergy ("food allergies/ 1 year after essure I was diagnosed with 21 food allergies"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("vision/eye problems type: developed astigmatism") and back pain ("low back pain"). On an unknown date, the patient experienced eczema ("I broke out in rash/eczema all over my body"), arthralgia ("joint pain") and rash ("severe rash covering my body"). The patient was treated with prednisone (prednison) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, uterine inflammation, rash all over, inflammation, fatigue, back pain, vomiting, bacterial vaginosis and urinary tract infection had resolved, the eczema, food allergy, urinary incontinence, nausea, dental caries, dysmenorrhoea, dyspareunia, astigmatism, weight increased, diarrhoea and arthralgia outcome was unknown and the constipation was resolving. The reporter considered arthralgia, astigmatism, back pain, bacterial vaginosis, constipation, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, food allergy, inflammation, nausea, pelvic pain, rash all over, salpingitis, urinary incontinence, urinary tract infection, uterine inflammation, vomiting, weight increased and rash to be related to essure. The reporter commented: current weight 220 lbs. Essure insertion date discrepancy: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received: lot number and rcc note were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, anxiety and depression. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("I broke out in rash/eczema all over my body / allergic or hypersensitivity reaction type: severe rash all over my body") and inflammation ("allergic or hypersensitivity reaction type: inflammation"). In (B)(6) 2014, the patient experienced nausea ("nausea"), dental caries ("dental problems tooth decay"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation / gi issues"), diarrhoea ("diarrhea"), vomiting ("vomiting"), bacterial vaginosis ("infection (bladder / urinary tract / vaginal) - type: bacterial vaginosis") and urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced incontinence ("bladder or urinary problems oges incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("vision/eye problems type: developed astigmatism") and back pain ("low back pain"). On an unknown date, the patient experienced eczema ("I broke out in rash/eczema all over my body") and food allergy ("food allergies"). The patient was treated with prednisone (prednison) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash, inflammation, fatigue, back pain, vomiting, bacterial vaginosis and urinary tract infection had resolved, the eczema, food allergy, incontinence, nausea, dental caries, dysmenorrhoea, dyspareunia, astigmatism, weight increased and diarrhoea outcome was unknown and the constipation was resolving. The reporter considered astigmatism, back pain, bacterial vaginosis, constipation, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, food allergy, incontinence, inflammation, nausea, pelvic pain, rash, urinary tract infection, vomiting and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Device category changed from device other event to incident. Events added from pfs- allergic or hypersensitivity reaction type: severe rash all over my body and inflammation, food allergies, bladder or urinary problems or changes incontinence, nausea, dental problems tooth decay, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: developed astigmatism, fatigue, weight gain, gastrointestinal or digestive system condition type: constipation, diarrhea, low back pain, vomiting, infection (bladder / urinary tract / vaginal) - type: bacterial vaginosis, uti, did not undergo confirmation test. Outcome of event rash were updated. Aka name, concomitant drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.